Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had alarmed compromised force sensor system and keeps cycling back to the rewind process. Customer clears the alarm and it alarm would reoccur. Customer had rewound the device about ten times. Customer's blood glucose was 9.8 mmol/l. Customer has disconnected from the device. Customer was advised he would be called back to get the device replaced.